Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor memorygel breast implant 400cc gel breast prosthesis, catalog #3544007, lot #224633. (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation procedure with a mentor memorygel breast implant 400cc gel breast prosthesis that ruptured after implantation. Rupture was diagnosed by a mammogram. In addition, the patient developed a seroma in her right breast. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
On 07/06/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 07/06/2018, mentor received additional information about the event: the date of event was originally reported to be (B)(6) 2018. New information states that the date of event is (B)(6) 2018. Patient¿s explanted devices were replaced with a mentor memorygel breast implant 375cc gel breast prosthesis and a mentor memorygel breast implant 400cc gel breast prosthesis. Bilateral granulomas were reported. Granuloma patient code was added. Granuloma in the concomitant product¿s breast will be reported in a separate medwatch report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/16/2018, mentor received additional information about the event: clinical test results were received for the reported seroma. The seroma presented as yellow periprosthetic fluid that was encountered upon dissection into the capsules. This was sent for culture and pathology. The results were negative bilaterally for any malignancy. No overt cytologic atypia, necrosis or prominent mitotic activity is noted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/18/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the gel contained in the device appears cloudy. Brown material was observed within the device and on the shell surface. The product evaluation (pe) team discovered two rents. Rent a measuring approximately 3 cm and rent b measured approximately 2.2 cm; both within an area of siltex cracking and located on the posterior aspect. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the htv (high temperature vulcanization) shell of siltex breast implants. Lines of shell wear were also observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown material found on the device. There is no evidence that the issue is related with manufacturing. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Mentor performs 100% inspection and testing of all devices prior to release. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. Seroma is a known complication associated with this surgery and is referenced in our current product insert data sheet. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Manufacturer¿s reference number: (B)(4).